Event description:
Etco2 tubing not reading on patient's pca. Changed the module 3x, changed the brain 1x, changed the tubing 3x, ultimately didn't read, so patient was unable to utilize pca. This was a new/substitute product.